Event description:
Patient was revised to address pain and elevated metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2013 - the complaint has been updated because clinical report mentions that the patient's (B)(6) 2013 revision was due to adverse local tissue reaction. The devices associated with this report were not returned. Review of the device history records for the provided product/lot combination did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the head as the lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.